Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2022. H6 component code: g07002 - device not returned. The following additional information was obtained: qty to be returned: 1 = 0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2021 and suture was used. During the procedure, the needle stanched from the suture while in use on the abdominal wall muscle layer. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information was provided.